Event description:
It was reported that the patient went to the hospital after receiving inappropriate shocks. There was oversensing, and the ventricular pace/sense impedance was greater than 3000 ohms. A new lead was placed for pacing/sensing. The high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. Additional information was received reporting that the svc and defib impedances have been greater than 200 ohms since july. It has been further reported that there was an apparent fracture of the high voltage coil. The high voltage lead was explanted and replaced with another high voltage lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed. Other: it was reported that the patient went to the hospital after receiving inappropriate shocks. There was oversensing, and the ventricular pace/sense impedance was greater than 3000 ohms. A new lead was placed for pacing/sensing. The high voltage portion of this lead remains in use. No further patient complications have been reported as a result of this event. Additional information was received reporting that the svc and defib impedances have been greater than 200 ohms since july. It has been further reported that there was an apparent fracture of the high voltage coil. The high voltage lead was explanted and replaced with another high voltage lead. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate.